Event description:
While placing a g-tube under fluoroscopic guidance, the peel away sheath used for access to place the g-tube was difficult to pass through the puncture site. The physician removed the sheath and used serial dilators to facilitate the exam. The patient was not harmed.